Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis medstation es system opened an empty pocket or wrong pocket and the counts were off. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, g1, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the empty pockets were opened. There were two instances where a medication was no longer loaded into the device, but no corresponding unload transactions were found in the dr spreadsheets. The customer unfortunately could not find any unload transactions in the med application logs, also could not locate a previous backup of the dsclientoltp database. It was very likely that the data was lost as part of the technical support specialist do not have enough information to conclude how they did not get captured in the spreadsheet. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system opened an empty pocket or wrong pocket and the counts were off. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis medstation es system opened an empty pocket or wrong pocket and the counts were off. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, g1, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 26-nov-2022 to 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the empty pockets were opened. There were two instances where a medication was no longer loaded into the device, but no corresponding unload transactions were found in the dr spreadsheets. The customer unfortunately could not find any unload transactions in the med application logs, also could not locate a previous backup of the dsclientoltp database. It was very likely that the data was lost as part of the technical support specialist do not have enough information to conclude how they did not get captured in the spreadsheet. The system functioned as intended after the technical support specialist troubleshooted the device.